Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to olympus service operation repair center (sorc). Sorc checked the subject device and found that the reported phenomenon was duplicated and the endoscopic image was not displayed. Omsc reviewed the device history record (DHR) of the subject device and confirmed no irregularity. Based upon the information from sorc, omsc considered that the reported phenomena were attributed to the failure of the image sensor, the failure of the printed-circuit board in the video connector or some problem of another device in the system.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during unspecified timing, it was found that the scope communication error b30 was displayed. The occurrence date of the event is unknown. There was no report of patient injury associated with the event.